Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02213. It was reported, the patient experienced burning at the ipg site while charging and subsequently developed redness at the site for days. The patient also reported, he experienced shooting pain down his leg while charging. The patient stated, he stopped using his scs system in (B)(6) 2012 due to these issues. It was also reported, he has lost over 50 pounds since implant. He stated, he recently attempted to use his system again but can only charge for about 10 minutes due to the pain. He alleged his ipg cannot be used for very long or at comfortable amplitudes without draining quickly. The sjm representative advised the patient of charging precautions and sent him a pouch and spacer kit. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.